Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the cartridge was sitting loose and damaged along groove. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.